Manufacturer narrative:
It was initially alleged that a patient on either a compella or centrella bed was moving around and the siderail lowered causing the patient to fall out of bed. Per the customer¿s initial report, the patient was injured but no further details were provided. The customer¿s biomed representative provided the following incident information and clarification. An incident report was submitted by nursing staff, but the report was incomplete. The biomed followed up with the nurse manager in attempt to obtain additional information; however, the nurse manager and the nurse present at the time of the incident did not know what bed was involved. They thought it might have been a compella but could not confirm this. The patient was reportedly being rolled by staff and the siderail 'gave way'. The patient fell out of the bed but was not injured. The bed was never isolated for inspection and was put back into circulation. No additional information was provided by the customer. The compella bariatric bed system is intended to provide patient support in health care environments and may be used in a variety of settings including, but not limited to, acute care, including critical care, step down/progressive care, medical/surgical, high acuity sub-acute care, post anesthesia care unit (pacu), and sections of the emergency department (ed). In this event, a patient fell from the bed in the presence of nursing staff and did not sustain an injury or require medical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, concluding a serious injury did not occur in this case. The cause of the event is undetermined. The bed was not isolated; therefore, baxter could not perform an inspection. If the reported problem of the siderail lowering on its own were to recur, it would be likely to cause or contribute to a death or serious injury.

Event description:
It was initially alleged that a patient on either a compella or centrella bed was moving around and the siderail lowered causing the patient to fall out of bed.